Event description:
On (B)(6) 2012, the patient contacted animas, reporting that the down arrow keypad button was sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was intact, there was no damage or peeling observed. The down arrow and contrast keypad buttons were intermittently responsive during testing and required multiple presses to elicit a response. The up arrow and ok keypad buttons were responsive. During investigation, evidence of contamination was found under all keypad contacts.